Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report. The instrument channel of the subject device was found leaking due to scrape marks, cuts and kinked at 25mm and 30mm from the distal tip. The bending cover was noted leaking due to a cut at 30mm from the distal tip. The video image and the ultrasound image were noted without issues. There was no evidence of fluid invasion. Additionally, the probe unit was noted with deep cuts. This phenomenon was attributed to physical damage. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during an unspecified type of bronchoscopy procedure, the insertion tube of the subject device was punctured with a biopsy forceps. The intended procedure was said to have been completed with the same device. There was no report of any pt harm.